Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed. As received, the monitor failed pulse testing. Upon evaluation, the q9 transistor was shorted. The cause of the code 102 is the shorted transistor. The root cause of the shorted transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's displayed service code 102.